Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The lid stock was reviewed as part of this complaint investigation. The lid stock for this product states, "pressure injectable arrowg+ard blue advance two-lumen PICC kit pre-loaded with arrow vps precision stylet." The bill of materials additionally included a 2-l 5.5fr x 55cm catheter. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that venous access staff identified multiple dual lumen PICC kits containing single lumen catheters. The associated emdr report numbers are 9680794-2025-00013, 9680794-2025-00017 and 9680794-2025-00016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that venous access staff identified multiple dual lumen PICC kits containing single lumen catheters. The associated emdr report numbers are 9680794-2025-00013, 9680794-2025-00017.